Manufacturer narrative:
Other applicable components are: product ID: 977a260, serial# (B)(4), implanted: (B)(6) 2016, product type: lead. Product ID: 977a260, serial# (B)(4), implanted: (B)(6) 2016, product type: lead.

Event description:
The patient via a manufacturer representative reported that they no longer had coverage where they needed it and where it was right after surgery. The patient had increased pain because of this. All of the impedances were within normal limits so the patient was sent for x-rays. Reprogramming was performed. The patient was implanted for spinal pain and postlaminectomy pain.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the manufacturer representative that reported that when the patient was last seen, new groups were given and coverage returned to bilateral legs/buttocks and a little to the tailbone and low back.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.